Event description:
Procedure planned was diagnostic laparoscopy and endometrial ablation. The device was inserted and the appropriate numbers entered into the novasure machine. The radio frequency (rf) came on and after about five seconds it stopped. The procedure was abandoned as the md was unable to obtain how much rf the patient actually received after four attempts.